Manufacturer narrative:
Patient weight was not made available from the site. (B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - no parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged a 1-2mm inaccuracy in the frontal sinus. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.